Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture and dissection occurred, requiring an additional intervention. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery (lcx). A 10mmx2.00mm wolverine cutting balloon monorail was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, the balloon ruptured upon initial inflation at 6 atm for less than 10 seconds. A dissection was then noted. The balloon was removed and the procedure was completed by deploying a stent. No further patient complications were reported.

Event description:
It was reported that balloon rupture and dissection occurred, requiring an additional intervention. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery (lcx). A 10mmx2.00mm wolverine cutting balloon monorail was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, the balloon ruptured upon initial inflation at 6 atm for less than 10 seconds. A dissection was then noted. The balloon was removed and the procedure was completed by deploying a stent. No further patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. An examination of the balloon identified a 7mm longitudinal balloon tear across the distal section of the balloon body and therefore an attempt to inflate the balloon was not performed. No other device issues were identified during returned product analysis. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition as it is likely that the patients challenging anatomy contributed to the reported event. This code was selected as the most probable complaint cause based on the information available. It is likely that the device met with a restriction in the mildly tortuous and severely calcified left circumflex artery (lcx) which likely led to the 7mm longitudinal balloon tear across the distal section of the balloon body. It is noted that the product's instructions for use lists dissection as a known adverse event associated with device use. The requirement for an additional device was a result of the dissection.